Event description:
During a remote follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. The suspected root cause was lead damage, however, it was not confirmed. No intervention was performed. The patient was stable.